Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump while attempting to load a new cartridge and then received a cartridge alarm 19. Customer's blood glucose level was 166 mg/dl. Customer indicated that they have manual injections for continued insulin therapy.